Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient experiencing presyncopal symptoms presented in clinic. Upon interrogation of the pulse generator, pacing inhibition was noted due to ventricular oversensing. The right ventricular lead also exhibited a decrease in pacing impedance. Reprogramming of the device did not resolve the issue. The lead was explanted and replaced on (B)(6) 2016. No additional information was reported.